Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2024, the patient underwent an endovascular treatment of an abdominal aortic aneurysm using gore® excluder® conformable aaa endoprosthesis (trunk ipsilateral leg endoprosthesis) and gore® excluder® aaa endoprostheses (contralateral leg endoprostheses). On (B)(6) 2024, abi of the right limb was getting worse. On (B)(6) 2024, an angiography revealed the ipsilateral leg of the gore® excluder® conformable aaa endoprosthesis which was implanted in the right side was almost compressed. A kissing ballooning was performed to around a flow divider. The compression was improved, but a stent was implanted to reline, just in case. The patient tolerated the procedure. The physician stated it seemed that a final angiography and pressure gap between the right limb and the left limb at the initial procedure didn¿t show any issues, but the they were performed with a stiff wire inserted, therefore when the wire was removed, the artery run was changed and the tortuous of the proximal neck might have affect to the compression of the ipsilateral leg.